Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR report # 2916596-2018-01661. This report is being submitted as additional information. Approximate age of device (age of device:1 year, 11 months). Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via the evaluation of the log file. The submitted log file contained 12 days of data ((B)(6) 2018 ¿ (B)(6) 2018, per time stamp). On (B)(6) 2018 the rsoc voltage levels of both power cables fell from the expected ~12v down to ~2.3v in approximately 3 seconds activating low power hazard, power cable disconnect, and no external power alarms. The associated voltage levels indicated that the alarms occurred when the system controller was powered by a mobile power unit (mpu) and indicated an intermittent loss of power. The alarms cleared when the ac power was restored, and the pump support was not affected as the system was supported by the backup battery during the event. There were no other notable alarms active in the log file. The mobile power unit and the ac power cord were not returned for analysis. Additional provided information indicated that the patient does not use the v-lock power cable and one has been ordered for this patient. No additional information was provided, and no further issues related to no external power alarms have been reported. Based on the log file analysis, a root cause for the no external power alarms was determined to be related to a loss of the ac power. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that during the analysis of the log file a no external alarm was observed on (B)(6) 2018. This event occurred while attached to the mobile power unit (mpu). This was caused by either the power cord coming loose from the mobile power unit (mpu) or the patient disconnecting from the mpu then reconnecting to the mpu. The patient does not use the v-lock power cable and one has been ordered for this patient. The patient will return to clinic (B)(6) 2018. The mpu was not exchanged. There were no other unusual events seen within the log file. No additional information was provided.